Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 411 mg/dl. Troubleshooting was performed and found out that the cannula was bent. Customer also stated that the drive support cap was normal. Customer does not allege insulin pump was under delivering .the insulin pump will not be returned for analysis.